Manufacturer narrative:
The strip lot number and expiration date were not provided. The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
There was an allegation of questionable results from accuchek inform ii meter, serial number (B)(6) , compared to a cobas c503 analyzer and an unknown blood gas analyzer. At 10:00 a.m., the meter result was 50. At 10:10 a.m., the meter result was 51. At 10:15 a.m., the meter result was 54. A sample was allegedly measured "immediately" on a cobas c503 analyzer and a blood gas analyzer. The cobas c503 analyzer glucose result was 693 and the blood gas analyzer result was 690. The units of measurement were not provided.

Manufacturer narrative:
Sections d9 and h3 were updated. The meter was provided for investigation where they were tested using retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 43, 45, 43 mg/dl level 2: 297, 295, 291 mg/dl. All returned results are within acceptable range. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.